Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 90 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that he was running while the insulin pump was on suspend mode when the alarm occurred. The customer stated that it was sprinkling but also that the insulin pump was under a running shell. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. There were no button error alarms noted. There were no traces of moisture noted at electronic or motor assemblies per visual inspection. The unit was received with cracked battery tube threads and reservoir tube lip. The unit was received with minor scratched lcd window.